Event description:
The device was removed from the packaging and was found to be missing a seal on the sterile barrier pouch and therefore were not sterile. This device was detected as not sterile prior to use and was not used for surgery.